Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a blood glucose of 49 mg/dl. No further details were given regarding the low blood glucose. Troubleshooting for the hypoglycemic event was declined. No products were returned or replaced.